Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is error service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation, the led has low intensity because the pca is damaged(burned), scratched display was observed. There was no error has been identified. The device was scrapped.